Manufacturer narrative:
(B)(4). The suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the airway during a endobronchial ultrasound (ebus) procedure performed on (B)(6) 2019. According to the complainant, while taking samples within the node on the second pass, the forceps failed to close and could not be pulled back through the scope channel. The procedure was completed by removing the scope from the patient and cutting the tip of the forceps off with wire cutters. There were no patient complications as a result of this event.

Manufacturer narrative:
Device code 2921 captures the reportable event of failure to close. Visual inspection of the returned device found the jaws were received in an open position and the links were not attached to the core wire. Functional test was performed and found the jaws were unable to close. The core wire attachments were found to be within specifications. Based on all available information, the investigation concluded that the detachment of the link was likely due to operational factors such as user technique and handling during procedure. It is probable that as a consequence of the condition of the links, the jaws failed to close. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the airway during a endobronchial ultrasound (ebus) procedure performed on (B)(6) 2019. According to the complainant, while taking samples within the node on the second pass, the forceps failed to close and could not be pulled back through the scope channel. The procedure was completed by removing the scope from the patient and cutting the tip of the forceps off with wire cutters. There were no patient complications as a result of this event.